Manufacturer narrative:
Analysis was performed by a philips application specialist and a masimo application specialist by reviewing the audit log for the error. Masimo is the manufacturer of the spo2 sensors. The results of the analysis were that there was no evidence of a failure to alarm. The condition reported was an inop (¿spo2 sensor defect/malf¿), which per the IFU replaces the numeric with ¿-?-¿ and triggers the inop tone. The situation appears to have been related to application technique rather than a monitor alarm function issue. The results of the analysis indicate the issue is application-related with no hardware/software defect identified. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was most likely root cause is user/application related: disposable spo2 sensors were applied too tightly, leading to poor signal quality and inops. The issue was resolved by additional training provided by masimo. The training reinforcement of correct placement technique. The unit reports a noticeable reduction in alarms/inops. There has been no observed recurrence of the issue when sensors are applied per guidance. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
The customer reported an intermittent spo2 sensor defect and lack of alarm. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
It was further reported that the spo2 sensor was replaced several times (up to four times). Initially, the measurement seemed to recover, but the question mark reappeared shortly after, again without an alarm. The monitor was restarted, but the problem persisted. The cables were replaced and the problem persisted. Finally, the x3 module was replaced, but the issue did not resolve. Spo2 sens. Defect ¿ measurement disabled error message is displayed. Masimo is also involved in the investigation. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.